Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number was reported as (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a loosening of an expedium/viper construct occurred. The screws were augmented with vertecem bone cement. The screws loosened very quickly and the surgeon suspects that the patient is allergic to the bone cement. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4) and captures the suspected allergy. The loosening of the screws is covered under (B)(4).